Event description:
Resistance was encountered while advancing the catheter over the guide wire. The catheter was removed from the guide wire and upon inspection the tip had separated. The separated tip remained on the guide wire and was easily removed.